Event description:
At 2:02 am dexcom g6 giving a blood glucose reading of 170 mg/dl, actual reading when double-checked on finger stick is 125 mg/dl. This was a brand new sensor which was inserted at 12 am. Since omnipod 5 is relying on dexcom for auto bolus corrections, omnipod had been auto bolus correcting based off dexcom's false reading, sending me into a dangerous low. Dexcom recommended I calibrate the device three times of 15 minute intervals.